Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm values. It was stated that the day of the event the cgm reading was low and that the patient during to eat something. Several hours after the self-treatment the cgm was still reading low, but no fingerstick was taken. After approximately 1 day a fingerstick was taken and the blood glucose meter read high, which would have meant higher than 30 mmol/l. The patient started to have spasms and was feeling sick, and an ambulance was called by the husband. The patient was admitted to hospital and was treated with unspecified fluids (route unknown). At the time of the report, it was stated that the patient was still experiencing some headaches from the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.